Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm involving (B)(4) on (B)(6) 2015. The battery associated with this complaint ((B)(4)) was removed from service, quarantined, and destroyed in accordance with the requirements of fscadec2015 and is therefore not available for analysis. A review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 1 critical battery alarm involving (B)(4) on (B)(6) 2015. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is an indicative of a communication error between a controller and the battery. The battery was replaced after the critical battery alarm. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware is investigating communication errors. The controller, (B)(4), in use during the event did not have the smr upgrade. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that when the patient was seen in the clinic it was noted in the alarm history that the patient had a critical battery alarm on (B)(6) 2015. The battery was removed from use and replaced with no reported consequence or impact to the patient. No further information was provided.